Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 600 mg/dl. The cause for elevated bg levels was unknown. System check with tandem technical support was performed, and the pump functioned as intended. Reportedly, the customer has a lot of scar tissue. Customer delivered boluses and administered boluses via a syringe to address elevated bg levels.